Manufacturer narrative:
.

Event description:
It was reported that a physician's tablet was not working. The company representative stated that troubleshooting was performed by changing the serial cable, and using different wands which did not work. The company representative's programmer and wand were reported to be working, and he used his wand on the physician's programmer, but it did not work. No additional relevant information has been received to-date.

Event description:
Follow-up by the company representative discovered that after visiting the facility the tablet was working. The company representative did not know what resolved the issue.